Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely, as it reached the explant indicator. This patient was hospitalized and a request was made to have data from this device analyzed, however disk data is not yet available. This investigation will be updated when further information becomes available. No adverse patient effects were reported.

Manufacturer narrative:
The complaint device was not returned to boston scientific, therefore, product analysis could not be performed. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely, as it reached the explant indicator. This patient was hospitalized and a request was made to have data from this device analyzed, however disk data is not yet available. This investigation will be updated when further information becomes available. No adverse patient effects were reported.